Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2002; 6947 implantable tachy lead (B)(6) 2002.

Event description:
It was reported that the patient presented to the emergency department after becoming syncopal and receiving a shock for a ventricular tachy arrhythmia which met the number of intervals to detect. It was noted that the device was nearing elective replacement indicator (eri). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced due to normal battery depletion.